Manufacturer narrative:
(B)(4). The device was not returned for analysis as it was discarded at the site. However, the reported event of vasospams is a known inherent risk of endovascular procedures and is documented in the device's instruction for use.

Event description:
Medtronic received report that after retrieval of the mechanical thrombectomy device with the clot, and carotid stent placement. The patient was administered 5mg verapamil through the catheter, as the arteriogram scan demonstrated slow flow within the proximal internal carotid artery (ica). Follow up run revealed significant improvement in the luminal diameter with brisk flow identified within the ica and the carotid stent. The thrombolysis in cerebral infarction (tici) was reported to be 3 at the end of the procedure.